Manufacturer narrative:
(B)(4).

Event description:
The hcp suspected the left deep brain stimulator system lead was fractured at the burr hole. Impedances were greater than 2,000 ohms. The lead was held in place with a clip at that site. On the right-sided system, unipolar impedances were between 1500 and 1700 ohms. Bipolar impedances were 14 microamperes. Reference mfg report # 3004209178-2011-01969. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.